Manufacturer narrative:
The investigation is ongoing, results will be updated in the final report.

Event description:
The customer reported that one of the arjo slings' loops has broken through. No injury occurred.

Manufacturer narrative:
Section e. Initial reporter information was added. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
D4: UDI is not available due to lack of serial number (the sling label was unreadable). H10: based on photographic evidence provided and manufacturer consultation, the sling loop failure has resulted from contact with a sharp edge during use. The stitching of the loop remains intact, indicating that the material was not compromised due to a manufacturing defect. Passive loop slings instructions for use (04. Sl.00-11en) state ¿before use, always make sure that the sling does not show signs of fraying, tearing or other damage (i.e. Cracking, bending, breaking). If any such damage is observed, do not use the sling.¿ "the slings should be kept away from sharp edges, corrosives or other things that could cause damage on the sling.¿ sum up, the sling loop failure has resulted from contact with a sharp edge. The failure is therefore likely attributable to an unintentional use error. The arjo device was used for a patient¿s transfer when the event occurred, and it played a role in the event. The loop was ripped off; therefore, the sling did not meet its specification.